Event description:
It was reported to philips that the system shutdown unexpectedly. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information obtained, the problem arose during a planned coronary treatment. The procedure was completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed the system shut down. The philips field service engineer (fse) inspected the system onsite and checked the host pc and technical room temperature. The fse reviewed the log file which indicated an issue with the host pc. The fse replaced the host pc and hard disk drive (hdd) and imported the license and tested the database. The defective host pc was returned for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.